Manufacturer narrative:
Investigation summary: bd received 3 photos and 40 samples for investigation. Evaluation of both indicated holes in tubing. Additionally, ten retained samples were visually inspected, and no damaged tubing was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. Bd has initiated further root cause investigation relating to the issue of holes in tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 4: it was reported while using bd vacutainer® push button blood collection set, holes were seen in the tubing during sample collection of one patient. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 4: it was reported while using bd vacutainer® push button blood collection set, holes were seen in the tubing during sample collection of one patient. No adverse impact was reported regarding the patient or user.